Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm (indicating air in the set) on the homechoice unit during drain 1 of 5. The home patient (hp) was connected and stated there was solution on the floor. The hp ended therapy and would tell the nurse in the morning. Proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4).the device was discarded. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The cause of the incident was undetermined. The lot number was not provided; therefore a batch review cannot be conducted. Baxter has received similar reports for the reported problem. The root cause investigation is in progress through (B)(4).